Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused physical stress such as rubbing or hitting the insertion sectioin, chemical stress from reprocessing not recommended by the instruction for use (IFU), or stress of inferior storage environment (in direct sunlight, at high temperature, in high humidity or exposed to x-rays and/or ultraviolate rays, etc), a definitive root cause of the peeled coating was not determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, the following were noted: the bend angle in the up direction did not meet the specification due to wear of the angle wire; the bending section cover was not waterproof because it was cut; and there was corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the eevis lucera bronchovideoscope had an air/water leak in a channel. The issue was found when preparing the device for use in a diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: coating peeling on the connecting tube.